Event description:
On (B)(6) 2019, the threshold values were 0.7v (ra) and 0.8v (rv). Lead impedance was 526 ohms (ra) and 507 ohms (rv). On the next follow up on (B)(6) 2019, threshold value were 0.6mv (ra) and 0.9v (rv). Lead impedance was 292 ohms (ra) and 702 ohms (rv). Rv lead had a little higher threshold value and higher impedance. On (B)(6) 2019, the rv lead was explanted for prevention of lead trouble. The physician commented he found no anomaly under x-ray and he is not sure why the value rose since it is just 1 year after implantation. The rv lead malfunction was suspected.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 11 cm distal to the is-1 connector pin. The inner conductor coil was completely pulled of the lead body. Two fragments and the separated inner conductor coil were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Furthermore, the lead tip including the fixation helix and the ring electrode showed residuals of calcification which may have affected the leads electrical parameters. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.